Manufacturer narrative:
The customer biomed engineer reported replacement of the speakers and power management pcba resolved the issue. The device was operational and returned to service after repairs were completed.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit had an 1102 error: primary alarm failed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.    A philips remote service engineer (rse) evaluated the device with the customer, and provided parts ID for speakers and central processing unit (cpu) printed circuit board assembly (pcba).